Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). It is to be noted that in this case the sapien 3 valve was implanted in the native mitral annulus. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe calcified native aortic valve stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the mitral valve academic research consortium (mvarc) publication on tmvr complications, device migration is when after initial correct positioning, the device moves within its initial position but not leading to device embolization. According to literature review, the d-shaped configuration of the native mitral annulus and surrounding structures pose multiple challenges for anchoring of the transcatheter valve in the native mitral valve. The anchoring of the transcatheter valve in the native mitral annulus may be less strong than in a bioprosthesis or ring, depending on the amount and distribution of calcification around the mitral annulus. In addition, the asymmetrical configuration of the mitral valve makes it difficult to achieve uniform radial force with any implant. If the prosthesis cannot be secured safely, the cyclic high systolic pressures it will be exposed to might exceed the fixation forces of the prosthesis leading to early or late device migration and perivalvular leak. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, a native overhanging leaflet, and incomplete frame expansion can also contribute to valve migration. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest that the valve possibly migrated due to the anatomy of the native mitral valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), fourteen days post placement of a 26mm sapien 3 (s3) in a native mitral valve in mac, the valve was seen to have migrated atrial requiring the patient to be brought back and have a 29mm s3 implanted inside it. Patient was transferred to the ICU in stable condition. It is unknown why the valve migrated, there was thought it was due to the anatomy of the native mitral valve. The patient was symptomatic.